Event description:
Patient reported right side infection (late onset). Also reported breast infections, severe allergic reaction, their body was rejecting the implants, got really sick, breasts looked different than what they wanted and they did not like the look, and wanted 385cc implants but got 450cc implants. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset). Also reported breast infections, severe allergic reaction, their body was rejecting the implants, got really sick, breasts looked different than what they wanted and they did not like the look, and wanted 385cc implants but got 450cc implants.